Event description:
Single packs of surgicount safety sponges 8x4 were opened to replace the defective sponges. 4x8 sponges flaking apart inside of the incision causing particles of the sponge to be inside. The same issues occurred with two different lots of the safety sponges. "Stryker sm-8424-7p, (B)(6)". Double string 24-ply x-ray detectable. Reference report: mw5147075.